Event description:
The customer reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous patient result was not reported to the physician(s). The sample was reprocessed on original system. The repeat result recovered lower than the erroneous result and was within the reference range. The repeat result was considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Calibration and quality control (qc) were acceptable at the time of patient sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced the reagent 1 (r1) transducer, r1 and reagent 2 (r2) drain fittings, and heterogeneous module (hm) waste tubing, verified that the r1 probe was centered in the cuvette, and ensured the cuvette film height was set correctly with a 3mm gap at the bottom. The cse ran a system check and qc, which recovered acceptably. Then, the cse recalibrated eco2 and ran a precision test, which recovered acceptably. Siemens evaluated the event and ruled out reagent issues based on the review of qc, which showed recovery within acceptable ranges. Siemens determined that mixer, drain fittings and tubing's which was corrected by replacing the r1 transducer r1 and r2 drain fittings and hm waste tubing's potentially contributed to the falsely elevated eco2 results. The instrument is performing according to specifications. No further evaluation is required.